Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they observed a potential false positive using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that they received a influenza b positive result for a patient sample analyzed on their cobas liat system (s/n (B)(4)). The same patient sample was retested using a different platform, the eplex genmark covid test, which generated an influenza b negative result. An assessment of the system¿s data identified 6 additional potential false positive results. One patient sample result was identified as sars-cov-2 positive and influenza a positive. Five other patient sample results were identified as sars-cov-2 positive, influenza a positive, and influenza b positive. All 6 of the patient samples were also analyzed on the cobas liat system (s/n (B)(4)). The patients sample collection method was not provided. There was no allegation of harm to the patients. It is unknown if the results were reported out to the patients and/or personnel treating the patients. Seven (7) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was recommended to be returned for decontamination, inspection evaluation and repair. From the data inspection, it was identified that multiple background and baseline disturbances are observed throughout the dataset, with the biggest one happening after run #1725. Most of the potential false positives occurred due to step in the curve, no direct correlation with the motion data could be stablished. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)